Event description:
The customer reported that a "patient's spo2 was reading 100% with a good pleth however observed that the patient didn't look good. They drew an arterial blood gas. The arterial blood gas reported spo2 83 with a pao2 of 48". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the sensor. The customer confirmed the sensor cannot be returned to masimo to allow an analysis to be performed as the sensor was misplaced. If the sensor is found and returned for evaluation or new information is obtained, a follow up report will be submitted. The customer was unable to provide the lot number for the sensor. As such, only the primary di number for the sensor could be obtained for the UDI. H3 other text: product not returned.